Event description:
During baxter's evaluation of a spectrum pump, evidence of device tampering was discovered. It is unknown whether or not the device was used on a patient after it was tampered with by the customer.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found evidence that the customer adulterated the pump. The serial number's on the pump did not match. When powered up, device #(B)(4) displayed serial #(B)(4). The processor printed circuit board is not original to device #(B)(4). This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service. (B)(4).